Manufacturer narrative:
Correction for g4: correct aware date was (B)(6) 2020. New information suggests that aware date of (B)(6) 2020 no longer applies. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H6: patient code c50499 and device code c76126 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On follow-up, it was reported that the patient booked for total thyroidectomy for congenital goitre on (B)(4)2020. Intra-operatively, there was a loss of signal on first hemithyroidectomy (right) therefore a decision was made that the procedure was abandoned at hemithyroidectomy. That is, left hemithyroidectomy not performed. No delays occurred. Post operatively, the voice was normal, but nerve palsy was confirmed at nasendoscopy. Ent and speech therapy review have followed. Nil surgical intervention, observation only. The patient's condition has not yet resolved, condition is still being monitored.

Manufacturer narrative:
Concomitant medical products: other relevant device(s)are: product ID: 8253410, serial/lot #: (B)(4), UDI#: (B)(4); product ID: 8220325, serial/lot #: (B)(4). Analysis for the mainframe found 2 issues: the vga output issue ¿ the extended monitoring screen display blue screen when connected the vga output port of the console. The user will not be able to use the vga output to extend display to external screen. Power supply noise issue ¿ the power supply was noisy. Electrical safety test was done for the unit with this power supply and it passed also the tests. The user will experience a noisy running device. Cf card and dsp board were replaced and software version 2.0.0.0 reloaded. Vga output test was performed to verify if the vga output issue has been resolved. Vga output test passed. Power supply replaced with the noise issue resolved as the power supply was observed to be running quieter. The unit was cleaned and sanitized. Final performance verification was carried out as per manufacturing specifications and electrical safety tests conducted with all tests passed. Analysis of the patient interface found no fault or malfunction with the device. The device was cleaned, sanitized, tested and passed all manufacturing specifications. Analysis of the muting probe found that the muting probe had broken ferrite. The device may lost its muting functionality and hence the user may experience interferences when using the device. The damaged muting probe was replaced with new one. Fdr 120, fdr 180, and fdc 4307 applies to the mainframe. Fdr 213 and fdc 67 applies to the patient interface. Fdr 180 and fdc 61 applies to the muting probe. If information is provided in the future, a supplemental report will be issued.

Event description:
The nerve monitoring system was returned for preventive maintenance with no allegation of any device malfunction. However, it was reported that there was an adverse patient incident post-operatively.